Event description:
The customer reported having issues with the insulin pump for the past few days. The blood glucose reading was 220mg/dl. The caller stated that the infusion set was also occluded and insulin from the top of the reservoir was leaking while filling it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.